Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture, chest injury, generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with two unknown gel smooth breast implants experienced bilateral rupture, pain in both breast, vision problems, memory loss, amnesia, memory loss, migraines, fatigue, weakness and symptoms of lupus post procedure. On (B)(6) 2013, patient was involved in a boating accident which caused the ruptured implants. As a result, patient had an explantation on (B)(6) 2020. Based on the information we have available, the patient had the devices implanted at age (B)(6), and per instructions for use, gel implants are contraindicated in augmentation patients less than (B)(6) years of age, meaning they were used in a manner inconsistent with the included documentation. This medwatch form is for the right breast prosthesis.